Event description:
It was reported the insulin pump alarmed motor error during basal. Customer's blood glucose level was 7.2mmol/l. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does use the sensor feature, but currently has feature off. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. Customer was concerned of missing dome sticker. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.